Manufacturer narrative:
On september 14, 2023, the mentor failure analysis lab received the device for evaluation. On september 21, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth saline breast implant had a tear on the anterior view, measuring approximately 3.9 cm. The evaluation determined that the possible cause of the deflation was the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. A second device was also received and analyzed. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth saline breast implant. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior view within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the possible cause of the deflation was the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Event description:
It was reported that a 52-year old caucasian female patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses. Post-operatively, the patient got into a car accident. The right breast implant deflated. As a result, the patient underwent breast implant removal and replacement surgery on august 17, 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture after accident. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).